Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
Report of chronic pelvic pain being experience for 1-year. Pain began post-essure placement and doctor reports that patient denies any history of pain prior to essure placement. The physician performed laparoscopic hysterectomy with bilateral salpingectomy. At the time of laparoscopy, the left essure coil was noted to have perforated the left cornua. Physician concluded that the pain is most likely associated with the perforation caused by essure.